Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis.the cause of the event was unknown. Two days after the onset of event, the patient was hospitalized due to peritonitis. On the same day as the event onset, the patient was treated with vancomycin injection (1g, every 3rd day, ongoing, route was not reported) and ceftazidime injection (1g, every day, for 2 days, discontinued, route was not reported) for the event two days after the onset date, the patient was also treated with amikacin injection (375 mg, per day, route was not reported, discontinued) for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. The patient's pd catheter was removed due to peritonitis and the patient was switched to hemodialysis therapy. No additional information is available.